Manufacturer narrative:
The product has been received for evaluation. However, the engineering analysis is not yet complete. Additional information will be submitted within 30 days of receipt.

Event description:
When the package of brite tip (6f al1) was opened and the unit was removed from the pouch, the physician confirmed the luer hub was not fixed and rotating around the shaft. The luer hub was not separated from the catheter body. Nevertheless, the physician continued the procedure using the brite tip and the procedure was finished successfully. The event occurred prior to use, but the product was clinically used and will be returned for analysis.

Manufacturer narrative:
The complaint report stated that when the package of 6fr vista brite tip guide catheter was opened and the unit was removed from the pouch, the physician found the luer hub was not fixed and was rotating around the shaft. The luer hub did not separate from the catheter body. Nevertheless, the physician continued the procedure using the catheter and the procedure was finished successfully. No patient injury occurred. A 6fr non-sterile vista brite tip guide catheter was returned for analysis coiled in a plastic bag. The shaft was kinked and the hub presented a slight movement. No other abnormalities were found. The inner and outer diameter of the catheter were measured and found within the expected tolerances. The catheter was flushed and a leak was noted at the union of hub and body. The ID band was removed and a separation between the hub and the body was noted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The complaint was confirmed; the cause of the loose hub was a separation between the hub and body. Although the exact cause of the separation could not be conclusively determined, previous investigation into this type of failure with additional testing and efforts to replicate failures in test samples show that the product meets internal torque specifications. Additionally, process controls that include the use of a support pin during the hub molding operation and flushing equipment after molding- are capable of preventing and/or detect hub-body separations, leakage and obstruction in the guide catheter process. Actions were previously opened to investigate this failure mode. No additional actions will be taken at this time.